Manufacturer narrative:
Weight, ethnicity, weight-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+2.5/062 (sphere/cylinder/axis) into the patient's left eye (os) . Low vault is reported. Attempts to obtain additional information have not been successful.